Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer stated on social media that the tampon ripped when she used it. No injury was reported.